Event description:
It was reported that the crosslink center locknut was broken off during implant. No patient complications were reported.

Manufacturer narrative:
The device was retuned to medtronic for evaluation. Visual examination confirmed the eyelet post was sheared off consistent with over-torque. A review of the device history records found no documentation to indicate a non-conformance to specification.